Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that significant resistance when flushing through the side lumen was noticed. During an atrial fibrillation procedure, a farawave catheter was selected for use. Upon initial flush and exercised of the catheter, they noted significant resistance when flushing through the side lumen. After connecting it to a pressure bag, no drip was observed. A syringe flush was attempted but did not resolve the issue. A second farawave catheter was opened and demonstrated the same problem. A third catheter was then used, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be return due to disposal.